Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One picture and two unused samples in open packaging were returned for evaluation. The provided samples were visually and physically inspected, and no defects or foreign materials were found on the blister, or the samples. The occlusion test was conducted, and air flowed through the sample without any issues. The defect is not confirmed. Based on the results of the sample evaluation, the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "presence of glue from the anti-reflux valve at the proximal site: occlusion of the tubing, the entire batch is defective."